Manufacturer narrative:
After battery installation, the entire lcd display was white with a black spot located in the right half. It was difficult to read the text. Per visual examination traces of corrosion were present on electrical board around the battery connectors and on the back of the lcd display. The pixels of the display located at the black spot are visibly damaged. Unable to perform displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, or self tests due to the display anomaly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had critical pump error image on screen. Customer's blood glucose value was 120 mg/dl to 180 mg/dl. The customer stated that the device was exposed to moisture. Customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.